Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: vena cava (vc) perforation, tilt. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: vascular trauma, vena cava perforation, vena cava penetration. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. The catalog number, filter type and lot number are unknown. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Per a report from computed tomography (CT),"filter tilt: the ivc filter is tilted along the course of the patient's ivc. The apex of the filter is touching the posterior ivc wall. Abnormal positioning of the ivc filter: the ivc filter tip is located at the inferior edge of the lowest renal vein, borderline high in position. Perforation beyond the ivc wall with or without involvement of an adjacent organ/vessel: the lower anterior filter strut slightly perforates beyond the wall of the ivc with measurement of 3 mm between the wall and the posterior edge of this filter strut and measurement of 6 mm. Between the ivc wall and anterior margin of this filter strut. The left lateral lower filter strut also extends beyond the left lateral wall of the ivc with a 6 mm measurement from the wall of the ivc to the outer margin of the filter strut and a 3 mm measurement between the ivc wall and the more proximal margin of this filter strut on coronal reconstructed imaging. No perforation into surrounding organs but the anterior filter strut does abut the posterior wall of the third portion of the duodenum. Filter strut fracture or bending: no fractured or bent strut fragments identified. Stenosis of the inferior vena cava: no ivc stenosis identified by noncontrast CT."

Manufacturer narrative:
Occupation: non-healthcare professional. Catalog number and lot number are unknown; however, there is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. It has not been possible to further investigate or evaluate this alleged event based on the limited information and/or no device failure provided to date. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
It is alleged that the patient received an "undetermined" ivc filter device on an unknown date. It is alleged that the patient was injured without further explanation. Hospital and medical records have been requested but not yet provided.